Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported failure was not verified. Proper operation was observed through functional and performance testing. The device was returned to the customer for use. The customer was provided with 12 new batteries; however, no failure of their batteries was observed. The root cause of the reported failure could not be determined.

Event description:
It was reported by the customer that they responded to the scene of a choking patient, who deteriorated into cardiac arrest at 10:20 on (B) (6), 2009. The customer indicated, they were unclear if the patient had first gone into cardiac arrest and as a result begun chocking, or if their choking caused the cardiac arrest. The device used gave erratic etco2 readings and was used to defibrillate the patient once at 200 joules. After therapy was delivered, the device powered itself off and back on. Proper etco2 readings were then observed. No additional defibrillation was required. There was no compromise to patient care and no adverse event as a result of the reported failure. The customer indicated that new batteries were put into the device in the morning. Two days prior to the event the batteries in the device went from fully charged in the morning, to completely depleted by 5 pm.